Manufacturer narrative:
Concomitant product(s): a 4057m45 lead, implanted: (B)(6) 1992. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncopal episodes. The physician determined that there was oversensing. It was noted that the patient was not injured during the episodes. The rv (right ventricular) lead was programmed to voo, and shortly thereafter was capped and replaced. No further patient complications have been reported as a result of this event.